Manufacturer narrative:
The system appeared to show the locatable guide in a different location than thought. It was discovered that the top surface of the pt bed was loose and that affected the system accuracy. The top surface was attached to the metal frame tightly with screws on both sides of the board. The problem was solved. The system then passed the accuracy test. There were no consequence to the pt.